Event description:
The reporter stated that the infusion set became dislodged from the stopcock causing pt blood loss of 10ml. Had this not been discovered, a significant blood loss could have occurred. This has been an ongoing problem.